Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed scope communication error (b30) message. The reported issue occurred, during preparation of use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the evaluation, it was observed, that fluid invaded the scope connector causing the b30 error code with noise on the image. The scope was dried through aeration, which resolved the image. However, corrosion was found in the scope connector. It was also observed, that there were minor dents on the plastic distal end cover. It was observed, that the insertion tube had a deep scratch near the olympus logo. Lastly, low angulation was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical components, and resulted in the displayed error message (b30). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.